Manufacturer narrative:
Annex g: g0701 - part/component/ sub-assembly term not applicable. Device evaluation: the zimmon pancreatic stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article. ¿minor papilla sphincterotomy for pancreatitis due to pancreas divisum". Complaint files pr (B)(4) were opened as a result of this paper. This file pr (B)(4) was opened for the off-label prophylactic use of the zimmon pancreatic stent. Pr (B)(4) was opened for off-label use of the geenen pancreatic stent and user error of altering the stents (removal of the flaps). Document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to our clinical adviser the pain encountered was procedure related (mps, needle-knife) and not stent/stent placement related. (Ref : kwan-clinical input request). Additional input from our clinical adviser clarified that the short-term placement of a pancreatic stent following minor papilla sphincterotomy (mps) was a routine part of the protocol in this study in order to prevent post-ercp pancreatitis, and pain was inherent in the procedure, therefore, neither post procedural pain nor post-ercp pancreatitis was related to cook device. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿. Root cause: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device. It can result in outcomes that were never intended to happen and were never studied. The patients were treated with a sphincterotomy to treat the ongoing pancreatitis, and pancreatic stents (geenen and zimmon) were used prophylactically to prevent post-ercp pancreatitis following the procedure. Additional clinical input received stated that it was not possible to determine the guidewire used due to lack of information. Summary: complaint is based on customer testimony. According to the information reported there was no adverse effects to the patient as a result of the off-label use. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as the investigation was completed on 16-feb-2021 kwan et al 2008 (geenen/zimmon ps) - "minor papilla sphincterotomy for pancreatitis due to pancreas divisum". All patients 3 to 5-cm 5-fr pancreatic stent (geenen or zimmon; wilson-cook with removal of the proximal side flaps to increase the probability of spontaneous passage after a short period while preventing internal migration stent was removed endoscopically after 7 days if a plain x-ray on the sixth day showed that spontaneous passage had not occurred. No adverse effects to the patient as a result of the off-label use. Off-label use of zimmon pancreatic stent - prophylactic use all patients had a 3 to 5-cm 5-fr pancreatic stent placed following mps. The stent was removed endoscopically after 7 days if a plain x-ray on the sixth day showed that spontaneous passage had not occurred.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kwan et al 2008 (geenen/zimmon ps) - "minor papilla sphincterotomy for pancreatitis due to pancreas divisum". All patients 3 to 5-cm 5-fr pancreatic stent (geenen or zimmon; wilson-cook with removal of the proximal side flaps to increase the probability of spontaneous passage after a short period while preventing internal migration stent was removed endoscopically after 7 days if a plain x-ray on the sixth day showed that spontaneous passage had not occurred. No adverse effects to the patient as a result of the off-label use. Off-label use of zimmon pancreatic stent - prophylactic use all patients had a 3 to 5-cm 5-fr pancreatic stent placed following mps. The stent was removed endoscopically after 7 days if a plain x-ray on the sixth day showed that spontaneous passage had not occurred.